Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one and a half months following implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with complaints of shortness of breath and chest tightness. It was noted the patient is prescribed a daily diuretic, but the patient admittedly does not take the medication as prescribed and instead "usually" takes it every other day. In addition, the patient is prescribed and uses a daily inhaler and is on an unspecified level of o2 at home. Assessment of oxygen saturation showed 99%. The patient reported the sensation of breathlessness when in the lying position which would be relieved by sitting or standing; however, there was no significant lower extremity edema. Diagnostic tests were performed including an x-ray of the chest which showed volume overload with bilateral vascular congestion. A diuretic was administered via intravenous therapy with significant improvement. The patient was diagnosed with acute on chronic heart failure with preserved ejection f raction, was admitted and kept overnight. The following day, the patient was reportedly recovered and was discharged. Per the physician, the decreased heart function could have been the reason for the extra fluids in the body. Approximately seven months following valve implant, the patient presented to an outpatient facility. An echocardiogram was performed and identified a worsening ejection fraction. Clinical symptoms were consistent with acute on chronic systolic heart failure including an ejection fraction of 35-40%, moderate-large left pleural effusion observed on chest x-ray, stable cardiomegaly, and pulmonary venous congestion. The patient was noted to be hypervolemic. Diuretics were provided and with a restricted sodium diet. The patient was admitted mainly for fluid retention and pleural effusion. Shortness of breath was improving. Patient denied dysuria, urinary frequency and chest pain, on room oxygen. Two days following admission blood test results showed an abnormal laboratory finding of hemoglobin of 9.4 g/dl, hematocrit at 32.4 %, creatinine at 1.27 mg/dl, and a glomerular filtration rate (gfr) of 38 ml/min. Five days following admission the patient was reportedly recovered and was discharged. The physician indicated the event was possibly related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.